Manufacturer narrative:
The returned lead was severed 17 cm distal to the is-1 connector pin. The proximal and distal fragments were available and were analyzed extensively. During the investigation multiple signs of wear along the lead fragment were detected. In the distal portion of the fragment in particular, insulation was damaged due to friction. The cable lead to the shock coil was broken in this location, which likely led to the complaint observed. The damage observed suggests a heavy mechanical load on the lead. Reasons for an elevated level of stress on the lead in the implant state cannot be fully clarified without any x-ray images, diagnostic imaging of another sort or additional patient information. A variety of influencing factors should be considered for the reasons. Among these is a high level of lead in-growth in the distal region and the formation of fibrosis at the point of contact with the myocardium. The unfavorable implantation site of the lead is also a known influencing factor. In addition, an individuals anatomy and any increased patient physical activity, particularly any involving the upper body, could play a role. Furthermore, the shock coil was deformed and the insulation was also cut. This damage is most likely due to the explantation procedure. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.

Event description:
It was reported that the lead was explanted due to oversensing approximately 54 months after implant. A shock coil was found to be damaged.